Manufacturer narrative:
The alarm log information indicated errors during pipetting. The recommended rack adapters were not used for 13 mm sample tubes. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause of the issue is the lack of use of the rack adapters. An additional possible root cause could be a pre-analytical issue.

Manufacturer narrative:
(B)(4).

Event description:
All results are in units of miu/ml. Approximately one month prior to the date of the event, the patient was diagnosed as pregnant with a elecsys hcg + beta test system (hcg+b) result of approximately 127,000 on the cobas e 411 immunoassay analyzer. On (B)(4) 2017, the patient had an hcg+b result of 138 with no data flag. The result was released from the laboratory and the patient was informed that she had miscarried the pregnancy. On (B)(6) 2017, the patient went to a different facility and had a hcg+b result of approximately 138,000, which verified that she was pregnant. On (B)(6) 2017, the original laboratory repeated the original sample with a result of >100,000. No adverse event occurred. The hcg+b reagent lot number is 17982505 with an expiration date of 01/31/2018. The customer stated that the sample was centrifuged properly. The field service representative check the sample and reagent probes and made adjustments. He also adjusted the photomultiplier tube voltage. He conducted performance testing which was acceptable. The customer ran calibration and qc which passed. Investigation activities are ongoing.